Event description:
It was reported that pump issued alarm 2 followed by alarm 26 and that occlusion alarm continued to recur, leaving customer elderly and completely overwhelmed. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed by technical support to disconnect tubing from infusion site, tighten t:lock, point tubing downward, and deliver 5-unit bolus, then to disconnect tubing from cartridge pigtail, point it downward, and deliver another 5-unit bolus with explanation that insulin on board would be affected, and an employee was arranged to visit customer soon.